Event description:
It was reported that the patient had a holter monitor exam and it showed "long" pauses. It was also observed the patient's heart rate was low. The patient had no symptoms or complications. Follow up was conducted and it was disclosed the device was checked again. The device mode had been changed to dddr per the physician's decision. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).